Event description:
It was reported that the atrial lead had non-capture and was suspected of a possible fracture. The lead was programmed off. No patient complications have been reported as a result of this event.

Event description:
It was further reported the atrial lead had high impedance, oversensing, and noise. It was noted that there had been an atrial lead impedance worning on (B)(4)-2014. The lead continues to remain programmed off but will be replaced in the future. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4)